Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ seroma-late: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and "small liquid accumulation". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV; "liquid accumulation."

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and "small liquid accumulation". Device has been explanted and replaced.

Manufacturer narrative:
Continued e1 (phone number): (B)(6). The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported unknown side capsular contracture, baker grade unknown. Device remains implanted.